Event description:
Philips identified a software defect in the intellispace cardiovascular (iscv) wherein the user was unable to save and report the reports in iscv. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported issue was a database deadlock occurring within the study, which resulted in one of the processes containing an instance being terminated. When this condition occurs, iscv executes a stored procedure to remove an ¿incomplete¿ instance. However, the procedure incorrectly removed the instance from the database while retaining it in the echo module. As an immediate action, the philips service engineer deleted the study in the iscv and resent it. The user subsequently confirmed that the report was finalized successfully. Although no adverse events or patient harm were reported in the associated complaint, this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.